Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Where specifically was the drain placed? How was the skin closed during the initial procedure? How was the subcutaneous layer closed during the initial procedure? What is the lot number of the drain? Please confirm the product is available for return.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion procedure on (B)(6) 2016 and the drain was implanted. On (B)(6) 2016, two days following the procedure, the drain was broken when it was being removed from the patient on the floor and a broken drain piece was left in the patient. The drain tube was not grasped by a forceps when being removed. The reoperation for retrieving the broken piece was scheduled on (B)(6) 2016 and the patient is still hospitalized in a stable condition. The broken tube had been located from the submuscular tissue to the epidural space. The reoperation was done on (B)(6) 2016 and the broken drain tube was removed from the patient successfully after the midline incision. The evidence of suture entanglement to the drain or other broken drain pieces was not confirmed. In addition, the debridement procedure was done after removal of the subcuticular sutures and washing the surgical wound. After the debridement procedure, the surgical incision was washed again and closed by interrupted suturing. Additional information has been requested.

Manufacturer narrative:
The drain is broken in its fluted end and the broken piece has indented edge, typical for breakage following initial damage. Apparently, the drain broke following some damage during use.

Manufacturer narrative:
Additional information was requested and the following was obtained: where specifically was the drain placed? Under the skin. How was the skin closed during the initial procedure? No information. How was the subcutaneous layer closed during the initial procedure? No information. What is the lot number of the drain? No information. Please confirm the product is available for return. It is available for return.